Manufacturer narrative:
Customer report was confirmed. Received one flotrac kit. Pressure tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint. Cross surfaces of broken tubing appeared uneven and rough. A review of the device history record showed that all manufacturing requirements were met.

Event description:
As reported: the customer reports that when opening the set, the tubing is cut/broken apart. This is also very easily seen.